Event description:
It was reported, noise resulting in oversensing was observed on the right atrial (ra) lead. Lead damage was suspected. Technical support was contacted and lead replacement was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.